Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. During the procedure, the reservoir stopped to suction as the reservoir bag swelled and air leakage occurred. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent a spine procedure on unknown date and the reservoir was connected to a drain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
All components are in place and in good conditions as well as the end device function properly. During samples evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function.